Event description:
This patient complained of shortness of breath and leg swelling. The pacing function of the associated device was reprogrammed due to suspected lead failure and the associated atrial lead was explanted and replaced. All records indicate that this lead remains actively implanted. Should additional information become available, this event will be updated.